Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6), 2012. Two months and thirteen days post procedure, the patient presented with retrograde ejaculation, onset date (B)(6), 2012; continuing as of (B)(6), 2012. No further information was available.

Manufacturer narrative:
(B)(4).